Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be completed due to water leakage at auxiliary water channel. A crystalline material, which seems to be cleaning agent residue and that could not be removed was clogging the nozzle. This was found during incoming inspection and without detrimental deformation of the nozzle. The auxiliary water channel was perforated. The suggested event can be detected and prevented by handling the device in accordance with the following the instructions for use (IFU): instruction manual gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to foreign material found clogging the nozzle, there was no air/water feed, the bending section cover glues were separated, the distal end insulation was out of specifications due to glue conditions, the objective lens was cracked and chipped, a charge coupled device pixel error occurred, the bending angulation was out of specifications, there was a leak due to the auxilliary channel being perforated, and the connecting tube was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a crystalline material (which seems to be cleaning agent residue and that could not be removed) was clogging the nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.